Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found in the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed that the lead tip was covered in calcified tissue residuals, which is considered to be the root cause of the clinical observation. Calcification is known to cause high impedances. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Intermittent hv lead impedance out of range. No adverse patient events were reported. Should additional information become available, this file will be updated.